Event description:
(B)(4). I had no other medical issues at the time of essure placement. It was placed 3-4 months after the birth of my last child. Essure was covered by my insurance.

Event description:
(B)(4). I experienced many issues with essure. Pelvic pain, excessive bleeding for 2+ weeks each month, extreme pain in my sides, back pain, constant utis, heart palpitations, racing heartbeat, rapid changes in eye sight, weight gain, just to name a few.